Event description:
It was reported that communicator interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was not successful for the last few months. Technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.